Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial bilt3 result was 22.0 umol/l. The initial result was reported outside of the laboratory. The clinician questioned the result as it did not meet the patient's clinical history and the sample was repeated. The repeat bilt3 result was 269.9 umol/l. The total bilirubin reagent lot number is 633509. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and did not identify any issues. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided did not show any evidence of the cause of the falsely low result. The investigation found that the root cause of the event was consistent with pre-analytical handling issues.